Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pump stopped during a procedure. The perfusionist had talked to field service rep (fsr) and indicated the unit became noisy before the pump stopped. No error codes were displayed that he knew about. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.